Manufacturer narrative:
Device available for evaluation:yes. Returned to manufacturer on 05/05/2017. Device returned to manufacturer? Yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturer for evaluation. Lens returned was observed to have been cut in two pieces. Fibers/particles were observed on lens pieces are related to the handling of the unit out of non-sterile environment. Residues of viscoelastic solution were also observed on lens which indicate that the unit was handled and prepare for surgical use. No damage was observed to the haptics. The complaint issue reported could not be verified. Manufacturing record review: there is no associated deviation or non-conformity report found in the manufacturing record review related to this complaint. The product was manufactured and released according to specifications. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during post examination a monofocal intraocular lens (iol), model zcb00 was explanted/exchanged in a secondary surgical procedure as the patient was unhappy with the results of the original lens and wanted vision correction. There was no incision enlargement reported. No further information was provided.